Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the catheter was placed for transfusion on 13:30 and leakage was noticed at luer connection at 13:50. The catheter was replaced immediately. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: event date: (B)(6) 2019 the patient was charged in on (B)(6) 2019 due to chronic suppurative otitis media. The catheter was placed for transfusion on 13:30 pm, and leakage was noticed at luer connection at 13:50 pm. The catheter was replaced immediately.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8233183 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our review of the sample provided to our facility revealed a large crack across the threading of the heparin cap. The most likely root cause for this event is damage sustained from contact with mechanical components during transfer between stations. To address this issue our engineers have optimized the positioning of the suspected components to mitigate the reoccurrence of this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the catheter was placed for transfusion on 13:30 and leakage was noticed at luer connection at 13:50. The catheter was replaced immediately. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: event date: (B)(6) 2019 the patient was charged in on (B)(6) 2019 due to chronic suppurative otitis media. The catheter was placed for transfusion on 13:30 pm, and leakage was noticed at luer connection at 13:50 pm. The catheter was replaced immediately.